Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang-up and poor serum was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to red cell hang-up or poor serum were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure red cell hang up/poor serum, because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed on the photos provided. Testing of retention samples did not produce the noted defect.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced red cell hang up and poor barrier separation of sample. The red cell hang up event occurred 3 times. The poor barrier separation event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: in the department of experimental medicine, it was found that 3 ea tubes had red cell hang up phenomenon after blood collection and centrifuged, after resting for 60 min at less than 1300 g for 10 min, it was found that 5 ea tubes' separation were not successful. Green claims are not required at this time and samples with blood spot contamination cannot be returned."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced red cell hang up and poor barrier separation of sample. The red cell hang up event occurred 3 times. The poor barrier separation event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: in the department of experimental medicine, it was found that 3 ea tubes had red cell hang up phenomenon after blood collection and centrifuged, after resting for 60 min at less than 1300 g for 10 min, it was found that 5 ea tubes' separation were not successful. Green claims are not required at this time and samples with blood spot contamination cannot be returned."